Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at work when they received a shock. Upon further investigation, it was suspected the patient was inappropriately shocked due to electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.